Event description:
The consumer was transferring from his chair to the toilet. He allegedly engaged both wheel locks, but the wheel locks allegedly did not hold, allowing the chair to move and causing the consumer to fall into the chair and bruise his ribs. No serious injury is alleged.

Manufacturer narrative:
No serious injury alleged. MDR based on alleged malfunction. The consumer was transferring from his chair to the toilet. He allegedly engaged both wheel locks, but the wheel locks allegedly did not hold, allowing the chair to move and causing the consumer to fall into the chair and bruise his ribs. The consumer's age is (B)(6), weight (B)(6) lbs and height (B)(6) inches. The consumer's medical condition for using the device is unk. The consumer's medication regimen is unk.